Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with chronic pain, left sacroiliac joint and underwent left sacroiliac joint fusion using spinal instrumentation, nims continuous neuromuscular monitoring and placement of cage containing bmp. As per op-notes, ¿when decortication was complete, we brought the 14-mm time on the field and cut a slot for a cage and we cut 26-mm deep so that we could put a 23-mm cage in. With the cage in place, we commenced filling the space above and below with bone chips and strips of bmp sponge.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.